Event description:
During the coil embolization procedure of internal iliac artery, the physician tried to re-sheath a presidio microcoil (pc4181240-30/c17308), but the re-sheathing tool slid down of the introducer sheath proximally along the dpu, the introducer sheath was somehow damaged and the coil could not be reloaded into the introducer sheath. Additionally, the device was received with the coil damaged (buckled and stretched). Therefore, the presidio was safely removed from the patient and was replaced for a new one (pc4181240-30, lot unknown) which was made all way through the same renegade microcatheter (stryker, type unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not, and it also unknown if any other damages were noted on the device. The vessel was mildly tortuous but the level of calcification was unknown. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
As viewed through the returned packaging, the unsheathed and unprotected coil was found to be entangled and knotted around the device positioning unit (dpu) and sheath. A section of exposed coil was found buckled and stretched. Located 69.3 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath for the remainder of the length. There is no mechanical sheath damage resulting in an opened skive at the protrusion site or on the remainder of the sheath. The coil¿s socket ring just entered under the outer sheath (angle ring section) and is no longer concentric to the distal tip of the dpu. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and the surrounding edge have been severely damaged. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the resheathing difficulty. These contributing factors most likely worked in sequence with the primary contributing factor existing prior to the secondary contributing factor. The primary contributing factor occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have opened the skive and allowed the core wire to protrude outside the sheath. In this condition any future resheathing of the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the renegade microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. The secondary contributing factor may have occurred if a resheathing technique was used that was different then the IFU, if that was the case then for optimum product performance and to prevent potential complications during resheathing, the instructions for use (IFU) recommends, ¿when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Pulling back the dpu wire hub connector. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of resheathing was confirmed, additionally the coil was found severely damaged. Based on the information and analysis, the resheathing might be related to user interaction, and the damages could not be determined. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.